Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that control board flashing was not getting past x-ray was starting screen. Upon troubleshooting, fse found that the system shut down and restarted but it didn¿t turn on. To resolve this issue, fse reloaded the suite pc software, restored backup and verified the system operations. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not boot, it froze at the system starting screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.